Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a lead revision on (B)(6) 2025 [related manufacturer reference number: 3006705815-2025-00605] the second lead also had high impedances, and the patient expressed pain at the ipg site. As a result, the ipg and second lead were also explanted and replaced to address the issue.